Event description:
Olympus medical systems corp (omsc) was informed that during a stent replacement procedure using a snare, the duodenal side of the subject device broke and a part of the subject device remained in the pancreatic duct of the pt. It was reported that the facility successfully retrieved the remained stent from the pt using grasping forceps. There was no report of pt injury regarding this event and the pt was reportedly hospitalized as scheduled.

Manufacturer narrative:
Omsc followed up with the user facility to obtain detail info. It was reported that the stent had been implanted for 3 months. Since the subject device was discarded by the user facility and not returned to omsc, omsc could not evaluate the device. There were no abnormalities related to the phenomenon in the mfg record of the subject device. The device instruction manual instructs in its intended use as follows; "the stent is not intended to be permanently implanted in the pt. The stent is intended for short-term implantation." In addition, the instruction manual warns as follows; when retrieving the stent from the pancreatic duct, grasp a part of the stent avoiding the vicinity of the side hole or side flap as much as possible, and slowly withdraw it. When withdrawing the stent endoscopically with an endotherapy instrument, do it slowly along the pancreatic duct, while checking the x-ray images. If a part of the stent around the side hole or side flap is strongly grasped by a snare or grasping forceps, or the stent is withdrawn with excessive force, the stent may break and leave debris in the pancreatic duct.